Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the doctor connected the wrong pin plug to the left ventricular port of the device. The doctor reopened the pocket and removed the wrong pin plug, and connected the right one to the device. The device remains in use. No patient complications have been reported as a result of this event.